Event description:
It was reported that during a ptca procedure, the tip of the graphix guide wire fractured. The lesion being treated was a calcified, 100% stenotic. Cto (chronic total occlusion) located in the diagonal. While attempting to remained in the pt. The tip migrated to the lad where it was secured with a stent. No attempt was made at retrival. Pt status is listed as "okay".